Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 554 (mg/dl) and diabetic ketoacidosis. Customer changed supplies prior to going to the hospital to address bg levels. While hospitalized, customer was treated with intravenous insulin and fluids. Customer was released (B)(6) 2016 with issues resolved.